Event description:
The facility reported a non-delivery of parenteral nutrition. The facility reported that the pt did not receive any of the medication. The bag was reported to contain 1000 mls. Despite baxter quality management's attempts, info was not available regarding the set up of the device or the intended volume of parenteral nutrition the pt was to receive. There was no report of pt injury or need for medical intervention.